Manufacturer narrative:
The customer report that the tri-fuse broke was not confirmed. Visual inspection showed no anomalies. Pressure testing showed a leak from the female ends on only two of the three valves. The cause of the leak was identified as due to a microchannel/scratch within the interior diameter of the set's maxzero valve components. The root cause of the microchannel which creates a fluid path is due to an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
It was reported that the tri-fuse broke during an unspecified infusion. The customer states there was no patient harm.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tri-fuse broke during an unspecified infusion. The customer states there was no patient harm.